Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the device was found to be in back up vvi (bvvi) mode resulting in inappropriate shock. The cause of the bvvi mode was found to be due to event queue overflow related reset. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.